Manufacturer narrative:
(B)(6).

Event description:
The customer stated that they received erroneous results for two samples from the same patient tested for prolactin on an e411 analyzer. The erroneous results were reported outside of the laboratory to the patient. The specific date of the event was asked for, but not provided. On (B)(6) 2016, it was stated that the event occurred two months ago. The first sample was said to be repeatedly high when measured with the e411 analyzer, with one result around 1400 uiu/ml. Radioisotope testing of the sample yielded a result of 24. No units of measure were provided for the radioisotope testing result of 24, but it was stated that the most possible unit of measure is ng/ml. The second sample initially resulted as 722 uiu/ml when tested on the e411 analyzer on (B)(6) 2016. The sample was sent to another laboratory for repeat testing using a chemiluminescence immunoassay method, where it resulted as 24.07 ng/ml. The patient was not adversely affected. The e411 analyzer serial number is (B)(4).

Manufacturer narrative:
A specific root cause could not be determined based on the provided information. Additional information required for the investigation was requested, but could not be provided. There was no general reagent issue evident based on the provided data.